Event description:
The device was returned and its evaluation has been completed. The event was confirmed; the front grip was detached from the delivery system. The root cause of the event could not be conclusively determined.

Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the pre-operative preparation the physician found the front handle was separated and fell off from the device. The status of the packaging is unknown. The physician elected to use another manufacturer¿s product to complete the procedure. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion: unable to determine cause.

Manufacturer narrative:
Results: evaluation has not yet begun.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.